Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member that the patient "was just put in the hospital, and they were worried about ventricular fibrillation (vf)"...."making sure implantable pulse generator (ipg) was working properly". The ipg remains in use. No further patient complications have been reported as a result of this event.